Event description:
Patient underwent a right total knee replacement. A left femoral component was placed. Patient returned to the or where the left component was removed and the right component was placed. Patient tolerated procedures well.